Event description:
It was reported that the patient presented in clinic due to their transmitter not working. This was resolved by replacing the transmitter; however, it was noted the atrial leadless pacemaker (alp) could not be interrogated. Troubleshooting attempts included using patches, a bigger sized electrode, but to no avail. There were no consequences to the patient. Further information was requested but not received.

Event description:
Additional information received the cause of the interrogation is unknown. Additional interventions included using a different programmer and turning off other existing devices implanted in the patient, both unsuccessful. A chest x-ray was performed and revealed no abnormalities.